Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report was not returned to any of olympus locations for evaluation. Olympus medical systems corp. (Omsc) concluded that the scope communication error b30 was displayed due to abnormal communication with the endoscope. In addition, it may have been caused by contact failure of the electrical contacts or connection failure of the light source cable, as the information provided has improved the issue by cleaning the electrical contacts between the endoscope and the light source. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The user reported that the device is currently working properly and will not be returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error b30 occurred when connecting multiple endoscopes with one-touch connectors. Error code b30 means that the video system center cannot communicate with the endoscope. The contacts between the endoscope connector and the device were cleaned, however the issue could not be resolved. In addition, the scope communication error b30 was also displayed for the second olympus light source clv-190. There was no report of patient injury associated with the event. This is two of the two reports.